Event description:
It was reported that high impedance was detected on the patient's generator. It was reported that the patient does not manipulate or twiddle their device and the patient experienced no known falls or trauma. Ap and lateral neck x-rays and ap chest x-rays were received and reviewed. The generator was located in the upper left chest. Due to the quality and angle of the image it could not be assessed if the lead pin was fully inserted into the connector block. There were no gross fractures or discontinuities, or sharp angles observed in the visible lead portions. However, an assessment on discontinuities or sharp angles in most of the lead could not be made as the ap chest image did not provide visibility to a large portion of the lead. Note that the presence of micro-fractures cannot be ruled out. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.